Event description:
The pt received methotrexate injections intramuscular once a week to treat her arthritis. The nurse administered the injection of methotrexate on 8/26/1998 using a tuberculine syringe and a 23 g. 1" needle. She proceeded to remove the sharps container left in the pt's home from the top of the china cabinet prior to administration. When she inspected the container, she saw that two needles were protruding from the bottom of the sharps container which was part of the chemotherapy kit used when administering the drug. The nurse was not injured with the protruding needles, and the pt was not injured. When the discovery was made, the nurse immediately placed the round sharps container in the larger one used by the nurses at the agency, and returned both containers to the supply clerk at the agency.